Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. During testing, when inflating the catheter balloon using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was observed. Concentricity of catheter balloon is 90/10 on both sides of balloon. The balloon deflated within 24sec. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product was used in the ward for foley catheter exchanges, but it was reported to have been naturally removed shortly after placement. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 11nov2025.

Event description:
It was reported that the product was used in the ward for foley catheter exchanges, but it was reported to have been naturally removed shortly after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.